Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013, inratio2 inr: 0.8 and 2.8. The time between testing within a couple of mins. There was no lab comparison. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
The *2.26 and 3.1 inr are excluded from the comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Investigation: inratio precision data provided by end-user: date: (B)(6) 2013, first inr = 0.8, second inr - 2.8, mean = 1.80, sd = 1.41, %cv = 78.6. Since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 284732 on (B)(6) 2013. Results as follows: donor: a) 213, inratio: 2.4, 2.3, 2.3, reference: 2.43, bias threshold: 1.43-3.43, %cv: 2.47. Donor: b) 202, 2.2, 2.3, 2.3, 2.57, 1.57-3.57, 2.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: accuracy was not determined since lab provided has exceeded the 3 hour testing window. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. The 40 discrepant complaints have been reported for lot# 284732 yielding a complaint rate of 0.086%. This reaches the action threshold of 0.07%. Brick lot number 257242 with strip code r402q was split into two different lots: lot #284732 into 12 packs (smaller lot), lot #282870 into 48 packs (larger lot). Therefore, 40 discrepant complaints have been reported for lot #s 284732 and 282870 yielding a complaint rate of 0.01%. Due to this low occurrence rate, below the action threshold of 0.07%. Corrective action is not required at this time. There is no corrective action required at this time, as no product deficiency was established.